Event description:
A malfunction alarm identified as malf 12 was reported, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Technical support advised the customer to continue using the pump and to report any future malfunctions.